Event description:
(B)(4).

Manufacturer narrative:
It was reported that the fact was noticed after the surgery and an x-ray was done in order to control if the spring positioner remained into the patient, without any finding. Maybe it was lost before the surgery, during sterilization. From the document review of the lot involved ((B)(4)) no particular anomalies were found related to the problem occurred. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.